Manufacturer narrative:
The customer did not indicate any impact to the patient. The patient in this complaint had an indication that they did not take all their measurements, however, all required measurements are recorded in the clinical user interface. Engineering investigated this issue remotely through code review and patient data; and determined that it is associated with a software defect. The issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. The reported issue is associated with the bad task generation. The patient's measurements were associated with the bad task generation in the system and did not get adherence scored appropriately. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that some patients don't show an accurate status in the device. The patient in this complaint was a new patient and had an indication that they did not take all their measurements, however, all the required measurements are recorded in the clinical user interface. The customer did not indicate any impact to the patient.